Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed during the implant procedure, both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.